Event description:
Additional information was received indicating this patient initially came into the clinic with complaints of lightheadedness. The out of range pace impedance measurements were then noted and the patient&#38112;procedure was scheduled. Fluoroscopy was performed but did not result in any findings, and the lead-header connections were checked during the procedure and appeared normal. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited noise that was reproducible with isometrics, high pacing threshold measurements, loss of capture with no asystole, and high out of range pace impedance measurements. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.